Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. G4: 510k: n/a. Since the involved device was not returned, it was impossible to analyze. In manufacturing process of our company, we perform visual inspections toward all zizai at packaging. The device history records of the lot 251203060 were reviewed, and no abnormalities were found. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the elongation of product. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the following reported information: the device was delivered to the lesion site; however, strong resistance was felt. When the device was subsequently withdrawn from the body, the distal tip of the device was found to be elongated.